Event description:
Additional information was received that the patient underwent a vns pin re-insertion surgery which resolved the high impedance. The pin was thought to be incompletely inserted initially.

Event description:
It was reported that the patient experienced a sharp increase in seizures following generator replacement. Device diagnostics resulted in high impedance. The patient was referred for surgery. No known surgical interventions have occurred to date. Clinic notes dated (B)(6) 2015 note that the patient's baseline seizure frequency had been about 1-3 seizures a day with a normally-functioning vns, although over the past month this has increased dramatically to around 20x/day. It was noted that lead impedance was found to be high.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.